Event description:
It was reported deep brain stimulation did not work and it created more problems than it solved. The patient was in a nursing home type of facility. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had worked up until the day before he had surgery for the implant and had a 45 minute commute with few problems; he had never been back to work and had to go on disability. The patient spent 2 seven month sessions in the nursing home and had been in rapid decline since then. They had been hoping this would work but were disappointed.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).